Event description:
It was reported that during the excision of an intervetebral disc the top cup broke off on a rongeur and was retrieved from the pt. Xrays were taken and results were negative. The pt had an uneventful post-op recovery.